Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed. The device was received with normal outputs and telemetry communication. Session records and device image analysis indicated a power glitch might have occurred, consistent with electrocautery marks found on the devices¿ housing. Electrical and mechanical tests performed including device interrogation, and output verification did not identify any functional issues. Longevity assessment indicated the device was operating at above eri level with appropriate remaining service life.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the implantable cardioverter defibrillator was found in back up operation. The device was explanted and replaced. The patient was in stable condition.